Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also reported to be available for testing and evaluation, but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.

Event description:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the right coronary artery. The lesion was also highly calcified and moderately tortuous. Pre-dilation was conducted and a 3.0x28mm cypher stent at 16 atmospheres (atm). The stent delivery system (sds) was used for post-dilation. While inflating the sds, the balloon ruptured at 12 atm. The physician confirmed that the contrast medium was spewing out. The product was reported to be available for analysis, but has not yet been received.